Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that pairing failure occurred. On 10/17/2025 the patient experienced an issue with her sensor that failed to pair properly. As a result, the patient went through the night without a functioning sensor and did not have access to a manual glucose monitoring device to check her blood sugar levels. She recalled not feeling well, which was later identified as the onset of diabetic ketoacidosis. It was unknown how much time had passed since the pairing failure and the onset of symptoms. The patient went to the hospital and was admitted for three days for treatment. No specific treatment was reported, and the patient declined to provide further details regarding the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.